Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead and the lead was stimulating their vagus nerve. The lv lead was reprogrammed and the stimulation was resolved. The lv lead remains in use. No further patient complications have been reported as a result of this event.